Event description:
In (B)(6) 2008, had essure permanent birth control implanted. Years after I started developing thyroid problems, weight gain, depression, sever pelvic pain, pain with sex, poly-cystic ovary syndrome, irregular menstrual cycle, severe back pain, hair loss, joint pain, gallbladder removed, ibs, floaters in eyes, day/night sweats, insomnia, ptsd, discharge, fatigue/loss of energy, mood swings, enlarged uterus,. Ended in a hysterectomy with removal of uterus, cervix, ovaries and tubes.